Event description:
It was reported that this right ventricular (rv) lead has showed an increase in the shock impedance measurements, to 130 ohms. Technical services reviewed the case and because it has not reached to the 145-150 ohms range, recommended to just continue monitoring the patient. If 150 ohm is reached, shock energy has the potential to become truncated and max energy commanded shocks should be considered. This right ventricular (rv) lead remains in service and no adverse patient effects were reported.